Manufacturer narrative:
Initial reporter is a siemens employee. The reporting facility phone number was not provided. Siemens has completed a technical investigation of the event. The root cause of the event was a damaged di water hose. A siemens customer service engineer replaced the hose and the issue was resolved. No further action is warranted at this time.

Event description:
It was reported to siemens by the customer that a deionized (di) water leak occurred at the system pump stand when the hose for the di water supply became loose. Approximately 10-15 liters of water were released in the structure area and floor. The leak did not occur during patient treatment. There was no report of injury to hospital personnel. In a worst-case scenario if the issue were to reoccur, there is the risk of a person slipping on the wet floor resulting in moderate bodily injury requiring medical treatment. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).